Manufacturer narrative:
Suspect lot # review: a review lot# showed that 2,250 units were manufactured, tested, inspected and released in april 2016 citing no anomalies. Not received.

Event description:
Complaint received regarding 4-6 061-ch3142, 16" trifuse add-on set w/3 bag spikes, 3 clamps (blue and 2 red) and plug adapter, lot# 3238222 (mfd. 04/2016). The report states, "we are having issues with leaking at the connection of the trifuse and our infusion lines." There was delay in therapy and chemo exposure reported.

Manufacturer narrative:
Suspect lot # review: a review lot# showed that (B)(4) units were manufactured, tested, inspected and released in april 2016 citing no anomalies. Visual receipt analysis: 7/18/2016 - received six new 061-ch3142, 16" trifuse add-on set w/3 bag spikes, 3 clamps (blue and 2 red) and plug adapter, lot# 3238222. Functional testing: six new 061-ch3142 trifuse sets were returned for investigation of leakage. Each of the 061-ch3142 trifuse sets were pressure leak tested. No leakage was observed at any location along the fluid path with any of the six new 061-ch3142 trifuse sets. No spikes were returned with the 061-ch3142 trifuse sets samples so ICU medical spikes were used to insert into the bag spike adapters for leak testing. Final analysis summary: the complaint of 061-ch3142 trifuse set leakage was unable to be confirmed or replicated with the new and unused sets returned for investigation. When a spike is fully inserted into the 061-ch3142 trifuse set spike adapter there is no leakage at any location along the fluid path.

Event description:
Complaint received regarding 4-6 061-ch3142, 16" trifuse add-on set w/3 bag spikes, 3 clamps (blue and 2 red) and plug adapter, lot# 3238222 (mfd. 04/2016). The report states, "we are having issues with leaking at the connection of the trifuse and our infusion lines." There was delay in therapy and chemo exposure reported.